Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), inflammation ("abdominal inflammation"), jessner's lymphocytic infiltration ("jessner's lymphocytic skin infiltration"), genital haemorrhage ("excessive bleeding"), pyrexia ("low-grade fever"), fatigue ("chronic tiredness"), arthralgia ("joint pain"), malaise ("generalised malaise"), urticaria ("urticaria"), paraesthesia ("tingling in extremities"), headache ("headaches"), vision blurred ("blurred vision"), dyspepsia ("digestive problems") and vaginal infection ("vaginal infections"). The patient was treated with surgery (bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, swelling, hypersensitivity, inflammation, jessner's lymphocytic infiltration, genital haemorrhage, pyrexia, fatigue, arthralgia, malaise, urticaria, paraesthesia, headache, vision blurred, dyspepsia and vaginal infection outcome was unknown. The reporter considered arthralgia, dyspepsia, fatigue, genital haemorrhage, headache, hypersensitivity, inflammation, jessner's lymphocytic infiltration, malaise, paraesthesia, pelvic pain, pyrexia, swelling, urticaria, vaginal infection and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), inflammation ("abdominal inflammation"), jessner's lymphocytic infiltration ("jessner's lymphocytic skin infiltration"), genital haemorrhage ("excessive bleeding"), pyrexia ("low-grade fever"), fatigue ("chronic tiredness"), arthralgia ("joint pain"), malaise ("generalised malaise"), urticaria ("urticaria"), paraesthesia ("tingling in extremities"), headache ("headaches"), vision blurred ("blurred vision"), dyspepsia ("digestive problems") and vaginal infection ("vaginal infections"). The patient was treated with surgery (bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, swelling, hypersensitivity, inflammation, jessner's lymphocytic infiltration, genital haemorrhage, pyrexia, fatigue, arthralgia, malaise, urticaria, paraesthesia, headache, vision blurred, dyspepsia and vaginal infection outcome was unknown. The reporter considered arthralgia, dyspepsia, fatigue, genital haemorrhage, headache, hypersensitivity, inflammation, jessner's lymphocytic infiltration, malaise, paraesthesia, pelvic pain, pyrexia, swelling, urticaria, vaginal infection and vision blurred to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.